Event description:
It was reported that this pacemaker went from a battery status of 5.5 years remaining to 4.5 years remaining six months later to a more recent status of three years remaining. A request was made to have data from this device analyzed. Technical services (ts) requested a complete copy of device data for analysis; however, no further data has been received at this time. Additional information was received that the clinic plans to obtain a copy of device data at the next routine in clinic follow up in approximately six months. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker went from a battery status of 5.5 years remaining to 4.5 years remaining six months later to a more recent status of three years remaining. A request was made to have data from this device analyzed. Technical services (ts) requested a complete copy of device data for analysis; however, no further data has been received at this time. Additional information was received that the clinic plans to obtain a copy of device data at the next routine in clinic follow up in approximately six months. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a copy of device data was received for data analysis. Data analysis confirmed the battery was depleting normally. Routine follow ups were recommended. No adverse patient effects were reported. This device remains in service.